Event description:
The customer contacted baxter to report that their end user was about to use the blood product when spiking the bag with a coupler revealed that the spike was going in loose, and the port was severed about 180 degrees around the junction where it meets the bag. There was no leakage of blood product. The blood product was extracted using the additional port and was infused into the pt. Blood culture results on the blood product are pending. It was reported that there was no adverse reaction at the time of infusion. The sample is available for eval. The following additional info was received from the reporting facility: type of cells that were stored in the bag was hpc-a. The fill volume was 60.0ml. The bag was filled in late 2007. The bag was thawed in 2008. The date the bag rupture was discovered was the same day. The type of application the cells were intended was for pt use. The cells were infused following the break. However, there was no impact to the pt. Sterility testing was done and was negative after 5 days. The bag break occurred during thawing where the port cracked approx 180 degrees around. The pt's dose intended and received was 5.74 x 106 cd34/kg. The pt engrafted anc day 8 and platelet day 10. The protocol used for sealing the donor tubing is three heat seals parallel to bag, tubing cut at second heat seal. Heat seals below yellow port caps. A freezer press is used. A cryomed control rate freezer, model 7454 is used. Once product reaches - 80 degrees c product, it is immediately placed into metal canisters and transferred to custom biogenics v3000 vapor ln2 storage. The cooling protocol is as follows: products frozen using control rate freezer cryomed model 7454. Protocol: step 1: wait at 4 degrees c, place product in control rate freezer, hit run step 2: 1 degree/min until - 6 degrees c (sample). Step 3: 25 degrees c/min until- 50 degrees c (chamber). Step 4: 15 degrees c/min (heater on) until - 18 degrees c (chamber). Step 5: 1 degree c /min until- 45 degrees c (chamber). Step 6: 10 degrees c/min until - 90 degrees c (chamber). End: remove product when temperature reaches - 80 degrees c. Bags are frozen using metal presses. Bags are stored in metal cassettes. Each cassette measures approx 7/12"w x 6 " h x 1/2" deep. An overwrap is not used. Bags are stored in vapor phase continuously. The thawing protocol is as follows: product thawed per hospital's protocol: when the transplant physician or nurse practitioner arrives, give them a pair of sterile gloves and a sterile barrier to place under the infusion stopcock. Verify the water-bath is between 37c and 40c. The infusionist must verify each product and sign form that they have done so. When physician tells you to proceed thawing: verify once more the name on the bag. Place bag into gas sterilized baggie and seal. Slowly immerse the bag into the water-bath and submerge all, but the ports. Gently rock the bag back and forth to help thaw the contents, hold finger on the port and thaw any cells remaining there by moving them down into main bag. Once thawed, remove bag from water-bath and baggie, wipe off excess water. Carry bag into pt's room and hold bag above the sterile field. Hold so that labels can be read by infusionist. Pull off port cover and insert dispensing pin. Carefully remove blue screw cap without touching edges. The physician will attach the syringe with 20 cc air. Title the bag after the air is in so that the cells can be drawn out. Replace the syringe and dispensing pin on the table. At no time should filter be used. If the bag breaks while thawing, quietly notify the physician or infusionist without alarming pt. It is at the physician's discretion to use the product. If there is only a small leak near the port, clamp with hemostats. A sample is removed from this bag for microbiology cultures if the physician chooses to infuse it. There has been no damage or deviation from standard procedure during filling, freezing, storage, transport or thawing that the reporting customer is aware of. There have been no changes to protocols, critical equipment/supplies or personnel that may have contributed to the break.